Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 for either a low or high blood glucose. The customer's blood glucose at the time of incident was unknown. The customer treated with glucose tablets and d10. The customer experienced symptoms such as confusion, shaking, sweating, and anxiety. The customer was wearing the insulin pump during the incident. The customer also reported highs caused by the reservoir falling out of the pump, but stated that the reservoir was able to lock in place. Troubleshooting was completed and the customer did not report any damage to the insulin pump or reservoir compartment. The customer had other emergency medical interventions on (B)(6) 2019 and (B)(6) 2020. The insulin pump will not be returned for analysis.